Event description:
The customer reported that while the unit was in use on a pt, they were unable to zero the pressure on the unit. Therapy was continued since the unit was being used with slave cables. No pt injury was reported.